Manufacturer narrative:
Pump received with cracked end cap noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 109 mg/dl. The customer reported that there was crack on the back bottom of insulin pump and motor. Troubleshooting was performed for damage. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.